Event description:
User experienced discrepant sodium results for one patient sample. Initial result 125 mmol/l, repeated in 2008 gave 142 mmol/l. The initial result was not reported. The patient was not treated based on erroneous na result. The investigational unit did not verify the customer complaint and concluded the customer performs electrode service weekly which should be done daily according to the operator's manual. Additionally, the field service representative tightened loose fittings on both probes. Performance tests were performed which were within specification.